Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited a voltage of 3.20v, the labeled voltage is unknown. Two manual reforms were performed, but the voltage did not change. Device taken out of storage. Defibrillation testing was not was not performed due to the patient being in atrial fibrillation. A manual cap was performed prior to transferring to gurney, resulting in a voltage of 3.15v. Another reform was performed 1.5 hours later, again resulting in 3.15v.